Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Territory business manager did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. A definitive root cause could not be determined.